Event description:
It was reported during an infusion of inotropic medications in the cvicu, the channel with d5w push line had a channel error alarm and stopped working. This is same for the epinephrine channel. Patient became hypotensive (70/40). Infusion changed to new channel and new brain. Inotrope increased to maintain map> 50. Within 5 minutes of the first incident, all IV channels infusing inotropes (epinephrine, norepinephrine, milrinone and d5w push line) had error channel alarm and stopped infusing. Patient became hypotensive, all infusions removed from defective channel and brain. Hypotensive at 65/40. Infusions restarted in new channel and brain and plugged directly into wall not IV pole plug set up. Patient hypotension resolved with increase rates of inotropes.

Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction : it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2025-97060 is a concomitant. The device was affected due to the issue observed on the suspect device captured in manufacturer report number 2016493-2025-96633, 2016493-2025-96618, 2016493-2025-96621, 2016493-2025-97059, 2016493-2025-96620

Event description:
It was reported during an infusion of inotropic medications in the cvicu, the channel with d5w push line had a channel error alarm and stopped working. This is same for the epinephrine channel. Patient became hypotensive (70/40). Infusion changed to new channel and new brain. Inotrope increased to maintain map> 50. Within 5 minutes of the first incident, all IV channels infusing inotropes (epinephrine, norepinephrine, milrinone and d5w push line) had error channel alarm and stopped infusing. Patient became hypotensive, all infusions removed from defective channel and brain. Hypotensive at 65/40. Infusions restarted in new channel and brain and plugged directly into wall not IV pole plug set up. Patient hypotension resolved with increase rates of inotropes.